Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to the emergency room on (B)(6) 2018 for hyperglycemia. Customer's high blood glucose levels of 22 mmol/l. Customer's current blood glucose levels of 12.2 mmol/l. The customer reported that she threw up twice due to high blood glucose levels. The customer reported that the cannula was bent and had 4 mmol/l when she went to bed and when she woke up, her blood glucose level was 1.7 mmol/l. The customer reported that she was treated with the insulin pump. The customer reported that she was treated with intravenous drip. The customer reported that there were no air bubbles inside the tubing or the reservoir. The customer reported that the cannula was bent. Product will return for analysis.